Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the battery oscillator device, it was determined that the device had a sticky trigger. It was noted that the trigger was twisted by shock. It was further determined that the device failed pretest for check oscillation frequency, check trigger and electric control unit (ecu) function, functional test, trigger test, and general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.